Event description:
Hill-rom received a report from the account stating that the brakes are not holding. The bed was located at the account on the ground floor hallway. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found three brake casters not holding most likely due to wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.